Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the lens dislocated and it was replaced. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned in two pieces. Solution, haptic damage and optic damage were observed. Results from the product history record review indicated the iol met release criteria. The product investigation could not identify a root cause for the complaint of explanted due to dislocation. The lens was returned in pieces with additional damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of the surgical solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. Additional inf was requested on 08/08/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).